Event description:
MDR decision date: (B)(6). Injury alleged. Malfunction alleged. Consumer alleges that the cane gave out and she fell and cracked her plate of her front teeth and broke her glasses. Also stated she fell right on her knee cap and it's swollen. She stated her wrist and hand is swollen. MDR filed.